Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. One the investigation is completed, a supplemental MDR will be submitted. Concomitant medical products - zmr hip system femoral stem p/n 00998201718 l/n 61775104; zmr hip system femoral body p/n 00999301735 l/n 59998608; zimmer liner p/n 00631005836 l/n 61358684; zimmer shell porous p/n 00620205822 l/n 61787218; zimmer bone screw p/n 00625006530 l/n 61770072; zimmer bone screw p/n 00625006550 l/n 61636646; zimmer bone screw p/n 00625006525 l/n 61724477. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03353.

Event description:
It was reported that patient underwent a hip revision approximately three years post-implantation due to fracture of the femoral component. During the procedure, the proximal portion was easily removed. The acetabular shell was noted to be well-fixed. The distal stem was difficult to remove due to bony ingrowth. The femoral head, proximal stem, and distal stem were revised. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. Common clinical presentation suggests this event to be related to the issues for which zimmer initiated a voluntary device correction of the labeling of zmr porous revision hip prosthesis and zmr revision taper hip prosthesis in october 2011. Zimmer updated the associated labeling to provide further instructions, particularly as it relates to ensuring full proximal support is achieved. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.